Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "air-in-line errors" was reproduced. A review of the event history log revealed "air-in-line!" Messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the ultrasonic sensor out of specification. The ultrasonic sensor requires to replace to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump alarmed air-in-line during testing in the biomedical service department. There was no patient involvement. No additional information is available.